Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received an open and unused sample with the needle detached from the thread (thread is still wound on the pack and needle is missing). However, without closed samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause because the sample received is manipulated and no closed samples have been received. Final conclusion: despite receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
G4: reported device marketed in the u.s. Only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k011375. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with the product monomend mt: the reporter (veterinarian user) indicated that when pack was opened to use suture, the needle came out of packet and was not attached to suture.